Event description:
The customer states that erroneous cd4000 platelet results of 40,400/ul and 36,100/ul were reported on the day of the event causing a delay in platelet transfusion for a patient. No verification of results were performed. The customer states that a smear was reviewed, but due to technician error, a platelet estimate was not performed. On the following day, cd4000 platelet results of 37,900/ul and 24,800/ul were reported on the patient and were corrected two houres later to 4,000/ul and 3,000/ul after smear estimate was performed. Cd3500 platelet result was 5,400/ul. The patient was given 20 units of platelets and was taken to surgery. Intracranial bleeding was determined. The patient's platelet counts following platelet transfusion were 148,000/ul and 288,000/ul on cd3500 confirmed by smear estimates. The patient expired on 6/30/02.